Event description:
It was reported that the normal saline was leaked from the extension leg when accessing the tube function, so the nurse practioner cut the catheter and replaced a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The unit was returned with the two-piece connector assembled with the catheter. The unit was leak tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed at the 56cm depth marker. Microscopic inspection of the leak site found that a diagonal tear was present. Inspection of the fracture edge found that it was non-uniform and slightly rounded. Additionally, it was noted that a depression in the catheter material was present around the tear. The catheter was bisected and the inner catheter wall inspected. Further damage which did not penetrate the catheter was present on the inner catheter wall, suggesting that the damage and tear originated from inside the catheter. No impressions of a stylet were identified on the inner catheter wall. Based on the features of the tear and its location, it is possible that the stylet may have damaged the catheter tubing due to mishandling. However, there is no sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown.

Event description:
It was reported that the normal saline was leaked from the extension leg when accessing the tube function, so the nurse practioner cut the catheter and replaced a new one. No other information was provided.